Event description:
Oversedation-post-op pt with epidural pca in progress, not controlling pain. Anesth. Md notified. Came out and increased epidural rate by 1 cc/min. Pain still not controlled. Md notified and ordered morphine pca. Rn set up concentration programmed incorrectly. Pt coded, intubated & transferred to ICU.